Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) .

Event description:
Customer called to report low blood glucose. Blood glucose reading was 43 mg/dl. The customer was in the hospital for bariatric surgery and non-diabetes related reasons. Customer's blood glucose reading was 389 mg/dl when the insulin pump was removed for 24 hours. When the customer was put back on the insulin pump, her blood glucose dropped down to 43 mg/dl in approximately 8 hours. Customer treated with milk and her blood glucose began going back up. Troubleshooting was performed. No anomalies were noted. Advised to monitor the insulin pump and call back if issues persist. Nothing further reported.